Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised as they had a mass that needed to be removed in their anterior pelvis/thigh. The head and taper were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part identification is necessary for review of device history records, part was not provided and could not be identified with the lot provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.